Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596sc, lot# 0202778888, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 15.0 mg/ml at 4.255 mg/day and bupivacaine 2.5 mg/ml at 0.7092 mg/day via an implantable pump for an unknown indication for use. It was reported that that patient experienced withdrawal about 3 months ago. It was also reported that there was a catheter issue. The pump logs indicated that there was a low reservoir alarm that occurred on (B)(6) 2017 at 14:03 and an empty reservoir alarm that occurred on (B)(6) 2017 at 15:42. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that it was unknown if any diagnostics or troubleshooting was performed. It was reported that no actions were taken except for oral opioids. It was reported that the 8596sc and 8709 were both partially explanted on (B)(6) 2017 and that the pump was also explanted. It was reported that the issue was resolved at the time of this report. The patient status at the time of this report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter (8596sc - lot no: 0202778888) found coring-tears-cuts in seal in the sc connector. Leaking was also identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a catheter was going to be replaced, as the patient had not been receiving therapy for several weeks and were on high oral opioid doses. The pump concentration would be changed so they could start at a low daily dose and titrate up. The representative was questioning how to perform the priming bolus following the catheter change, given the concentration in the internal pump tubing would a higher concentration, but the catheter would have no drug in it. The planned concentration was to be 5 mg/ml at a dose of 0.5 mg/day. Additional information was received, stating the decision was made to replace the pump and catheter, as the pump elective replacement indicator (eri) was (B)(6) of 2018. No further complications were reported or anticipated.